Manufacturer narrative:
A ge service representative performed an on-site investigation. The system hard drive, network interface care, and sbc pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would lock up while attempting to send images to dicom/pacs. There is no report of death or serious injury.